Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, the pulse generator exhibited a oversensing with inappropriate mode switches. The device was reprogrammed and the patient was doing fine.